Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) units fan failed - error code. There was no patient involvment.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected field: d5. It was reported that during preventive maintenance a getinge field service engineer (fse) found failed fan error code on the cardiosave intra-aortic balloon pump (iabp). A getinge field service engineer (fse) found failed fan at startup and buzzing sound from front of machine. Replaced fiber optic extension cable lodged in fan and damaged. Complete pm with full calibration. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units fan failed - error code.